Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device required replacement of the power pca. There was no adverse patient impact reported.